Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed their elevated bg at the time of report. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer may continue to use the pump

Event description:
A malfunction was reported on the pump. The customer's blood glucose level exceeded 500 mg/dl, displaying as "high." Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue recurred. No additional information was provided regarding actions taken by the customer regarding high blood glucose levels.